Event description:
A 2.5 mm diameter x 18mm length endeavor otw drug-eluting coronary stent system was implanted into a patient for treatment of a diagonal 1 lesion. The vessel morphology was not reported. It is unknown if the lesion was pre-dilated. It was reported that the patient experienced restenosis/thrombosis. No further information has been obtained.

Manufacturer narrative:
Evaluation results: other - ( restenosis/thrombosis)